Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off label insulin use. Reportedly, the customer uses the same cartridge longer than recommended, tandem technical support educated caller that cartridges should be changed every 72 hours with mobi pump. The customer changed supplies and resumed insulin therapy.